Event description:
While using the motor, handpiece, and a kls martin drill guide on an omf case. Patient was burned, on their cheek, while in operation. Injury was minor and was treated with topical ointment. Surgery was not delayed. Injury was superficial and consisted of a small blister on the face near incision.

Manufacturer narrative:
Report includes component which was being used with the control unit: model#: gd455m, brand name: micro-line angular hdpc 1:2 f/2.35x70mm, common device name: hwe, facility reported the kls martin drill guide was supposed to be run on 5,000 rpm's or less and was run on 30,000 rpm's. Aesculap, inc anticipates the device will be released from the user facility for eval; however, it is unknown if it will be released.